Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient had a PICC line. No further information is available at this time.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced pain and drainage at the ipg site. The patient was given oral antibiotics as a precaution for a possible infection at the ipg site. Cultures were taken but the results are unknown. Follow-up revealed the patient's scs system was explanted on (B)(6) 2015.